Manufacturer narrative:
Model number/ catalog number: sc-2208-50, serial number: (B)(4), batch/ lot number: 182775/ 180310, model/ catalog description: st linear lead 50cm.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Sc-1110 sn: (B)(6). The returned ipg was analyzed and it was found that an internal electrical test revealed excessive current leakage due to analog ic u1 damage. The database analysis could not be performed using an external power source after removing the depleted battery. Since there was no report regarding the device malfunction, it appeared that the device was exposed to high-voltage transients or high rf energy and got damaged during the explant procedure.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. Additional information was received that the explanted ipg was returned.